Manufacturer narrative:
The account checked the linkage to the emergency trend mechanism and found the valve was being actuated but not functioning. He replaced the valve to repair the bed.

Event description:
The account alleged the emergency trendelenburg wasn't functioning by using red foot pedal. He could place the bed in trend using the siderail controls.